Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident 0 deg constrained insert 32h was confirmed based on review of x-ray, the uh1 component dissociated out of the insert. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Dislocation noted on one of the x-rays provided. Need operative reports, medical records and clinical history. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event was confirmed, but the root cause of the reported revision surgery was not determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Dislocated 0 degree bipolar constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dislocated 0 degree bipolar constrained liner.